Event description:
Per adverse event report, this system was removed due to infection and was retained by the hospital. The system has since been replaced. Corox otw 75-bp, MDR 1028232-2009-01242; guidant 0185, medtronic 4058m.